Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on the pump screen. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.